Event description:
(B)(4). Shortly after I had essure placed, I began to have problems. I started getting heavy periods that lasted longer and with much heavier bleeding. This was accompanied by sharp pains in my lower right side at most times...not just during my period. My right coil had slipped out of my tube and into my uterus. I had gastritis prior to essure with a flare up of pain in the middle of my stomach once every year to two years. Essures inflammatory response has flared up my gastritis to the point where I am now getting flare ups every week and a half to two weeks. I have been to the emergency room many times for this. I have dealt with this stomach issue my entire life and had it managed with prilosec until I had essure placed. Now I am taking protonics for my stomach, but it is still not under control. The hardest part is the cramping pain in the lower right side of my stomach. The pain is excruciating.